Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant the guidewire became stuck in the lead. It was noted the wire was nearly all way out but snapped at end. The wire was cut and the lead was put into the device. There were no issues during testing and the lead remains in use. No patient complications have been reported as a result of this event.